Event description:
It was reported that the device reached end of life (eol) and premature battery depletion was suspected. The device was scheduled to be replaced. No patient complications have been reported as a result of this event. It was additionally reported that the device was explanted. It was further reported that the device reached premature battery depletion due to high battery impedance.

Event description:
It was reported that the device reached end of life (eol) and premature battery depletion was suspected. The device was scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Elective replacement indicator (eri) caused by high battery impedance was noted on (B)(6)-2011 prior to explant. Ramware version 8 was installed on (B)(6)-2010.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data was collected from the device and analyzed. Elective replacement indicator (eri) caused by high battery impedance was noted on (B)(4) 2011 prior to explant. Ramware version 8 was installed on (B)(4) 2010.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. Elective replacement indicator (eri) caused by high battery impedance was noted on (B)(4) 2011 prior to explant. Ramware version 8 was installed on (B)(4) 2010.